Event description:
It was reported that the patient was in atrial flutter. The clinician was told to program the device from ddd to mvp mode. The device was previously in mvp mode and "pauses" were seen in the rate with loss of conduction. There was also an observation of high atrial threshold seen. The device and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407458 lead, (B)(6) 2014. (B)(4).